Event description:
During the evaluation of a returned spectrum infusion pump, 2 occurrences of ¿system error 322' alarms were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The system error 322 alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions form the door open state to the door closed/set-loaded state and the lower link switch does not activate.